Manufacturer narrative:
The getinge field service technician that encountered the issue, found the unit to have a missing IV pole. New IV pole (0436-00-0274) installed. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit is missing IV pole. There was no patient involvement reported.